Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected solid white / blank display due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test due to display anomaly. Unit received with cracked case on the back at the battery tube area, reservoir tube lip and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with loose retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that insulin pump was broken. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.